Event description:
It was reported that the pump's home screen looked different than normal. There was no reported impact to the customer¿s blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.